Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen which is an off-label insertion site on (B)(6) 2026. It was indicated that the patient wore the sensor beyond ten days, which is misuse of the device. On (B)(6) 2026, the patient experienced a skin reaction with itching, rash, redness, inflammation/swelling, pimples or bumps under the entire sensor patch area. On (B)(6) 2026, follow up contact was made with the patient. The patient reported that she consulted a physician on (B)(6) 2026 regarding the skin reaction from (B)(6) 2026. During this consultation the healthcare provider (hcp) reviewed this skin reaction, and another skin reaction that the patient experienced on (B)(6) 2026. According to the patient, the physician stated that the condition was not a typical yeast infection but was described as a ¿super yeast infection.¿ the physician prescribed oral antibiotics cephalexin (unspecified dosage) and topical antifungal clotrimazole cream and advised the patient to return for follow-up if there was no improvement within approximately two weeks. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. A photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.